Manufacturer narrative:
The complainant indicated that the device has been disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary stenting procedure, a vessel dissection occurred. The lesion was located in the mid right coronary artery (rca). The mach 1 jr4 guide catheter was used and a 3-3.5 x 32 mm liberte stent was successfully deployed. The post-deployment angiogram revealed a lesion in the distal segment of the rca. The physician advanced the guide catheter to the mid-section of the previously placed stent, in an effort to advance another liberte stent to the distal lesion. After multiple attempts, the second stent was successfully deployed. Angiogram views revealed a dissection proximal to the mid stent. The physician elected to deploy a third stent. The stent was deployed successfully. The patient suffered no further adverse events. Additional information was requested, but not received.